Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the pump displayed 'system error 3'; no adverse patient condition reported by the customer. Therapy has been completed using another pump". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the pump displayed 'system error 3'; no adverse patient condition reported by the customer. Therapy has been completed using another pump". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "system error 3" was confirmed by the field technician. No iabp part was returned to teleflex chelmsford for investigation. According to the eqr, the issue was resolved after replacing the pump assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.